Event description:
The customer reported that the laser setting has to be increased from 400-600 to 900 in the last 3 months. Additional info received from the nurse stated the surgeon has to increase the power up to 900 in order to complete the treatment effectively. The surgeon has reported some patients have presented with post operative eye irritation. Additional info on the event and pt status has been requested.

Manufacturer narrative:
The company sales rep was on site and observed the issue may be an alignment of the laser system. Samples have been requested. A service request has been opened to check the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).